Event description:
Per a medical opinion dated (B)(6) 2019 from variously dated CT reports: the patient's ivcf is a cook gunther-tulip retrievable ivc filter, positioned infrarenal at the l2-3 level. No clinically significant tilt. All 4 primary filter struts perforate the wall of the ivg, with the anterior strut impinging directly on the proximal portion of the r gonadal vein, the anteromedial strut impinging directly on adjacent aorta and the posterior strut impinging on the proximal portion of the underlying lumbar artery. No strut fractures or missing components are identified. No caval thrombosis, wall thickening, caval stenosis or clot within the filter. No pericaval hemorrhage. Post-operative changes are present consistent with cholecystectomy."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The previous MDR was submitted by william cook (B)(4) under manufacturer report reference# #3002808486-2020-00452. Additional information provided determined that this device was manufactured by cook inc (cinc). With the submission of this initial report, cinc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Reporter occupation: non-healthcare professional. Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava perforation the reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to deep vein thrombosis (dvt)/pulmonary embolism (pe). Patient alleges a successful filter retrieval due to strut perforation and anterior strut impinging directly on the right gonadal vein, adjacent aorta, and lumbar artery on (B)(6) 2019. Patient is alleging vena cava perforation. Per the 14jan2019, retrieval report: "normal inferior vena cava with a well-positioned cook tulip filter in place. Uneventful retrieval. No follow-up needed."